Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator had a blank screen. There was no patient involvement reported at the time of event.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to software. If information is provided in the future, a supplemental report will be issued.